Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the safety valve including pull magnet. The replaced part was returned for further investigation. Simulated use testing of the returned safety valve including pull magnet passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, another pre-use check passed. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory channel. The pull magnet is controlled (electrically activated = closed) by printed circuit board expiratory channel. The reported issue could not be reproduced. Therefore, the root cause could not be established by this investigation.

Event description:
Manufacturers ref#: (B)(4).